Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas presented an ¿unable to proceed¿ alert during cartridge rewind and fill, with repeated restart prompts and contradictory cartridge status indications (empty vs. Full) despite no insulin in the reservoir, consistent with device alarm/malfunction during tubing fill and a potential occlusion or piston rewind fault. Symptoms included hyperglycemia, with a reported blood glucose of 280 mg/dl and no other symptoms. Outcomes included the need to transition to backup subcutaneous insulin therapy and replacement of the ilet, without outside assistance or medical intervention. Investigation included technical troubleshooting and education with the user, review of device alerts, guided restart procedures, and coordination for device replacement. Investigation of this case revealed a persistent restart alarm and failure to proceed through the fill sequence, aligning with a device operational malfunction within the cartridge/tubing rewind and detection functions. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a faulty motor train that needs to be replaced.